Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.